Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a4. The multi-function cable (mfc) was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a kinked mfc. The cable is to be scrapped. The x series operator's guide (pn: 9650-002355-01) details the daily/shift check procedure which includes inspection of the device and all accessories prior to use. It states, "inspect all cables, cords, and connectors for signs of damage or excessive wear (cuts in insulation, fraying, broken wires, dirty or bent connector pins). Replace if damaged." Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat 47-year-old female a patient, the device failed to cardiovert the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.